Manufacturer narrative:
The initial medwatch was submitted with reported information from the customer that the device had an electrical component issue; however, upon device evaluation, the reportable malfunction could not be confirmed and there were no findings of any other reportable malfunction. This issue is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
It was reported the insufflator had an electrical component issue. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.